Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called to report a history anomaly. The customer's blood glucose reading was unknown. No further details were provided.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the summary history screen. The units left at pump display matched properly the units left at the test reservoir. No delivery anomaly, display reservoir icon anomaly, or history anomaly noted during testing. The insulin pump was received with scratched case and pillowing keypad overlay.